Event description:
Customer reported that no conjugate was added to wells during pipetting. No alarm/no error message was generated by the summit. No death or serious injury was associated with this incident.